Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room having received multiple appropriate shocks over a few days. Upon interrogation, it was observed there was an alert on the implantable cardioverter defibrillator for charge time limit reached. A capacitor maintenance test took roughly 20 seconds to charge. There were no failed therapies due to this issue and the patient's arrhythmia was able to be converted successfully. No intervention was completed. The patient was stable and will continue to be monitored.